Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 52 year old male patient presenting post-operative requiring right heart support via the impella rp. During support, the patient was suspected as enduring hemolysis as evident by rising ldc values. As a result, the pump was removed and the patient was placed on alternative therapy.